Event description:
After the first primary thr case in (B)(6) 2012, x-ray check was done and ceramic head damage was found out in (B)(6) 2013. Patient moved to another hospital because of operation surgeon movement. Patient insisted that he didn't do any specific activity that causing product damage.

Manufacturer narrative:
Gender, weight, dob, catalog, lot, steri lot, expiration date, PMA#, and manufacturing date updated. An event regarding head fracture involving a v40 ceramic head was reported. The event was confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded: ¿x-rays confirm implantation of an exeter stem in correct position with the associated trident cup has no anteversion.¿ a review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded the ceramic head fracture was caused by procedure-related factors. The shell was implanted with no anteversion, causing peak contact forces in the articulation. No further investigation for this event is possible at this time.

Event description:
After the first primary thr case in (B)(6) 2012, x-ray check was done and ceramic head damage was found out in (B)(6) 2013. Patient moved to another hospital because of operation surgeon movement. Patient insisted that he didn't do any specific activity that causing product damage.

Manufacturer narrative:
The catalog number and lot code have not been clarified. The device was reported as an unknown ceramic head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.